Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced during a device upgrade because the patient had an appropriate shock but it was an ineffective max energy shock. The physician upgraded the patient to a crtd with a dual coil rv lead. Should additional information be received, this file will be updated